Event description:
It was reported that the back screw came out during a surgical procedure. The device was screwed back together, and the procedure was completed with the same device. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition was duplicated. Based on the investigation details, the likely cause was a broken blade mount assembly, which was replaced along with other components. Also, the screw may unthread due to the vibration of the handpiece during normal use. The screw can also loosen through standard cleaning and autoclaving cycles. Wen a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back nut to loosen over time.